Manufacturer narrative:
One used sample was returned for evaluation. Examination of the sample revealed signs of damage at the molded head of the device. There was a splitting under the molded head, in a part that would have been external to the patient's body. Examination under magnification revealed a non-jagged cut approximately 5mm left of the tubing at the bonded location where the molded head and tube are joined. The complaint is confirmed, however, no manufacturing related root cause could be determined. All information reasonably known as of 30 apr 2019 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Manufacturer narrative:
The sample is reported to be available, but has not yet been received by the manufacturer. A review of the device history record is in-progress. All information reasonably known as of 11 apr 2019 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Event description:
It was reported that during a bandage change, the feeding tube was severed, the balloon deflated, and "the probe fell." The bandage change had been done according to the hospital's process. The tube had been placed on (B)(6) 2019. No further information has been reported.